Manufacturer narrative:
(B)(4) medical devices:sheath: 6 french, guideliner guide catheter extension. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat a target lesion in the moderately calcified and tortuous distal right coronary artery (rca). A non-abbott guide catheter extension was advanced and pre-dilatation was performed. The 2.25 x 15 mm xience alpine stent delivery system was advanced to the target lesion; however, due to the patient anatomy, the device was unable to cross. The device was removed without difficulty. The stent delivery system was then re-inserted and it was noted on angiography that the stent was missing. Angiography noted that the dislodged stent was in the distal rca. It was thought that the stent caught on the edge of the guide catheter extension during removal and dislodged, but this was not noted during the procedure. The site did not have a snare device available; therefore, a dilatation catheter was advanced to the distal rca and was slightly inflated at the side of the stent, trapping the stent and allowing the physician to pull the stent to the proximal rca. The physician intended to advance a second dilatation catheter to the site of the stent, inflating the balloon to crush the stent to the vessel wall. However, the physician was unable to get an additional dilatation catheter to cross to the stent in the proximal rca, and the stent was left where it was. When the stent was pulled to the proximal rca, it became deformed, and the physician felt it would stay in place. No additional intervention was performed and the patient was in stable condition post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. The reported material deformation was unable to be confirmed as the stent remains in the anatomy. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only and should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter may result in the stent damage when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met, resulting in the reported failure to advance. As the device was withdrawn, interaction with guiding catheter resulted in the reported stent dislodgment. Manipulation to retrieve the stent resulted in the reported material deformation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.